Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side "baker IV capsular contracture" and later "baker IV scar tissue".

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported "baker IV scar tissue". The device has been explanted and replaced. An open periprosthetic capsulectomy was performed.

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported "baker IV scar tissue". The device has been explanted and replaced. An open periprosthetic capsulectomy was performed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.